Event description:
Device 1 of 2: reference MFR report: 1627487-2012-09320. It was reported the pt has been feeling pain around the ipg edges when sitting down after turning the stimulation off. The pt had also reported she has gained considerable weight. Follow-up revealed, the pt has an infection at the ipg pocket and at the lead insertion site. The pt is being treated with antibiotics. The pt is working with her physician to determine the next course of resolution.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.